Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 13. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2022, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.